Manufacturer narrative:
A medtronic representative was able to solve this issue via telephone. The site was able to replace the mobile view station (mvs) fuse and the system is now functional. No further issues were reported. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that at the end of a case, the mobile view station (mvs) on the imaging system would not receive power during a confirmation spin. It was reported that the imaging system functioned normally during the pre-op spin, however towards the end of the case, an electrical issue occurred resulting in no power to the outlet the mvs was plugged into. The mvs was unable to power on using known working outlets in the operating room. There was no impact on patient outcome as the patient was not present when this issue was identified.